Manufacturer narrative:
Additional information d9, h3, h6 and h10: baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.  Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Review of the event history log found three random occurrences of the 'upstream occlusion' and few "downstream occlusion!" Messages for customer-reported allegation 'occlusion error' . The alarms in the log were likely a result of normal pump operation. The reported problem of 'occlusion error' was not reproduced during evaluation no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an unspecified flow error and unspecified occlusion error during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.